Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per visual inspection of the sample received, the tip of the catheter was missing upon return.

Manufacturer narrative:
Received 1 used catheter with the drainage bag. The reported issue was confirmed as cause unknown. Per visual evaluation, it was noted that the catheter was used as body residues were observed along the catheter. The tip and the balloon were missing; the cut appeared to be a clean cut as if a sharp instrument was used to cut off the catheter tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
Per visual inspection of the sample received, the tip of the catheter was missing upon return.